Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl. While attempting to treat bg customer lost consciousness. Customer was transported to the emergency room (ER) via ambulance. Customer was treated with food and an injection of glucose. Low bg was resolved with no permanent damage. Customer left the ER the same day with a bg in the 200 mg/dl range. Cause of low bg was not known. No alerts/alarms occurred. No issues were observed with the cartridge or infusion set tubing/cannula. Reportedly, the cartridge had been used for 7-8 days. Tandem technical support informed customer that per labeling, cartridge to be used for 48-72 hours based on the type of insulin used.